Event description:
The device was during a video assisted thoracic surgery procedure. Reportedly, the staple line was incomplete. The surgeon applied another device to complete the procedure.the hospital has reported no patient injury occurred.